Manufacturer narrative:
The actual sample was received for evaluation with a marking of the alleged area. Visual and magnified inspection were performed and loose white particulate was observed at the lower right of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle (unspecified) was observed inside the exactamix 2000 ml eva tpn bag. There was no patient involvement. No additional information is available.